Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device #1 of 2: reference MFR. Report: 1627487-2016-00401. It was reported the patient was no longer receiving effective stimulation. In addition, the percutaneous leads had migrated due to patient activity and size of the patient. The patient underwent surgical intervention on (B)(6) 2015 to revise the leads, however the physician was unable to place the leads back into the appropriate location. The patient was then referred to a neurosurgeon for an implant of a paddle lead. The patient underwent surgical intervention on (B)(6) 2016 where the entire scs system was removed and replaced. The patient is receiving effective stimulation.